Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device and the clarification on the date the event was observed. A titan pump was received for evaluation. Examination and testing of the returned component revealed a separation in the pump body between the first and second rib at the base of the pump. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to be rough and irregular, indicating stress was exerted. Abrasion was noted on the longer exhaust and inlet tube of the. Based on examination of the returned product, it was concluded that while in-vivo the longer exhaust tube and inlet tube of the pump had overlapped and abraded against one another. It was further concluded that the rough and irregular surfaces associated with the pump body separation at the base of the pump indicated that sufficient stress(s) may have been exerted on the on this site to separate it while in-vivo. A separation of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release and no anomalies were noted during production. A review of the complaint history database, nonconformance's and capas revealed no trends for this lot.

Event description:
This event was first observed in (B)(6) 2019.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, there was a leak near the top of the pump. The device was not inflating properly. The pump was exchanged.